Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.

Event description:
A stryker core impaction drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported.